Event description:
Ambiguous instructions in IFU document regarding cleaning and sterilization of product. In section I of the IFU, it states that bard recommends the magnum instrument be cleaned and lubricated prior to every use. End-users "may" sterilize the instrument after each cleaning and lubrication. In section j, directions for reprocessing, it states under instrument preparation that to facilitate reprocessing, the magnum biopsy instrument must be in the 22mm position with the lid open. This configuration provides optimal access to the internal areas for cleaning. It was felt that these statements may be open to different interpretations of how cleaning and sterilization is accomplished.